Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)) and is related to and occurred prior to c&r#: 3003768277-12/28/2023-010-c.

Event description:
It was reported to philips that equipment does not give an image. This is connected to startup issues related to an allura xper fd10. There was no reported patient or user harm.